Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-00485. It was reported the pt (B)(6) experienced a loss of stimulation from the right lead. A diagnostic test revealed impedance issues for several lead contacts. Surgical intervention was undertaken for further interrogation. Intraoperative testing isolated the issue to the pt's extensions. As such the devices were explanted. The extensions were cut upon explant and will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.